Manufacturer narrative:
Reliability analysis inspected 2 opened/used enlite sensors and found both sensor cannulas are broken. Broken parts are missing. Unable to confirm customer received sensors in said condition due to customer returned sensors opened/used.

Event description:
The customer reported via phone call that they experienced sensor error and change sensor alarm. The customer's blood glucose value was 96 mg/dl. The customer declined to troubleshoot. The product was returned for analysis.